Event description:
I began to have throat irritation and visual redness at the back and sides of my throat in (B)(6), 2020. I went to a walk-in clinic in (B)(6), 2021, and a doctor prescribed 5 days of antibiotics to try to clear up any infections. It didn't work. The swelling and soreness in my throat increased. I went to the walk-in clinic again in (B)(6), 2021, and a different doctor prescribed netipot use, and an antihistamine. I used these for two weeks, and there was no change to my condition. I had a wellness telephone conversation with my gp, and he advised me to stop doing anything to my throat for one week, and then see if there was any change. There wasn't. I am now seeing an ear, nose, and throat specialist who has ordered a CT scan on my throat in order to find out what might be going wrong with my throat. FDA safety report ID # (B)(4).